Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Unit received missing reservoir tube o-ring, scratched case, cracked keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, broken belt clip rails, faded serial number label and corroded battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Troubleshooting performed for alarm. Customer able to successfully clear the alarm. Customer able to complete rewind. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.